Event description:
Caller reported an issue with the insulin pump gauge displaying a different amount than expected, specifically a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Customer performed necessary steps to remove air from the cartridge, used room temperature insulin, and. The customer confirmed that the cartridges were being refill/reused. Technical support educated the customer on cartridge labeling. Technical support assisted the customer in filling and loading a new cartridge, and the customer chose not to perform an additional test to see an updated insulin estimate. Customer planned to monitor the situation and follow up if needed.